Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2016 (B)(4) received a customer complaint where it was indicated that during transfer from chair to bed using a maxi transfer sheet and maxi sky 600 resident fell on the floor. As a consequence the resident sustained a bilateral fractures of femurs/hips.

Manufacturer narrative:
(B)(4). An investigation was carried out into this complaint. Based on the information gathered, it was indicated that the resident fell on the floor during a lateral transfer using a maxi transfer sheet and maxi sky 600 ceiling lift. As a consequences, resident sustained bilateral fractures to her femurs. Review of reportable complaints for maxi transfer sheet showed that there are no related events where a person slipped out of transfer sheet. Therefore, the incident described above seems to be an isolated event to date. No malfunctions regarding ceiling lift as well as maxi transfer sheet were found that could have caused or contributed to the event. It can be established that the sheet and the lift, which work together as a system, were found to have been up to specification, when the event took a place and were being used for patient handling, but it appears it contributed to the event possibly due to a use error. Following the information received the maxi transfer sheet has been used for lateral transfer. It was reported that staff member had tried to do the transfer by herself instead of with a partner. The IFU supplied with product contains crucial information: "the maxi transfer sheet must be operated by appropriately trained caregivers with adequate knowledge of the care environment, its common practices and procedures in accordance with the guidelines in this instruction for use (IFU)." "The number of caregivers and their positions during manoeuvre depend on the assessment of the patient, the environment and local working procedures for lifting, transferring and repositioning of the patient." Consequently to the above, we come to the conclusion that the event was most likely caused by use error, based on the customer information provided. Following the above, it is clearly shown that when the IFU had been followed, the event would have been avoided. Please note that the customer was interviewed by a local arjohuntleigh representative. The training provided for the staff counts as insufficient and in that fact all users must be trained as per IFU. Arjohuntleigh suggests to remind the staff involved of the device labelling. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities.